Manufacturer narrative:
A.1. - a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in belgium. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater-cooler 3t system showing an error 6 (pump (stirring mechanism) uses too much power) on patient side. The issue occurred during procedure. There is no report of patient/user injury.

Event description:
See intial report.

Manufacturer narrative:
Livanova field service engineer inspected the unit and, as part of the troubleshooting activities, the stirrer motor and the cpu board were replaced. A review of the device service history was performed and identified that the unit was manufactured in 2016. No other similar events have been reported, and no concerning trend has been identified for this failure mode. Based on the investigation findings, it cannot be ruled out that a failure of the stirrer motor¿no longer able to rotate freely, likely due to bearing wear caused by environmental operating conditions such as water infiltration, humidity, condensation, or high temperatures¿led the machine to request electrical power overload, which subsequently caused electrical damage to the cpu board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market